Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h11: block h6 device code has been corrected from stent shaft broken (a0401) to coil detached (a0501) based on the response provided from the sales rep stated that it seems that the coil was detached from the stent. Boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that a polaris ultra ureteral stent was used during procedure. The event date was not reported. It was noted that the stent was detached. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
Block e1: initial reporter city: (B)(6). Block h6: medical device code a0401 captures the reportable event of stent shaft broken. Block h11: block h6 device code has been corrected from stent shaft broken (a0401) to coil detached (a0501) based on the response provided from the sales rep stated that it seems that the coil was detached from the stent. Boston scientific no longer considers this to be a reportable event. Block h10: the returned polaris ultra ureteral stent was returned, and a visual evaluation noted that the bladder coil was detached. Additionally, the suture was not returned. The positioner and the detached part were not returned. A functional test was performed and was noted that the stent passes through without resistance. No other problem with the device were noted. The reported event of was not confirmed, based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. For the reported issue of stent shaft. Break, it is not confirmed due to a breakage in their shaft and was not detected during the analysis and neither a related issue with the reported allegation, additionally, the device was found detached in their bladder coil and not a breakage. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported that a polaris ultra ureteral stent was used during procedure. The event date was not reported. It was noted that the stent was detached. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.

Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4).

Event description:
It was reported that a polaris ultra ureteral stent was used during procedure. The event date was not reported. It was noted that the stent was detached. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury.